Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the nav-ring was not working. No patient or user harm was reported.